Event description:
The facility returned the device for service. During service testing, the service technician reported that the device underdelivered. The hospital representative stated they have no record of any patient incident involving the pump, since the last service event.